Event description:
It was reported that a minicap was found to have been cracked. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number provided was not a valid lot number. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.